Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 05/20/2015. Retain cartridges were tested and are functioning according to specification. Return product was not available for investigation.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient. There was no information available at the time of the initial report. New information was received on (B)(6) 2015. The customer reports a discrepant result of 0.21 on a (B)(6) female presented with chest pain located primarily in anterior chest wall, anterior aspect left upper chest. The patient was admitted but customer stated that the patient would probably have been admitted anyway due to age. There are no injuries associated with this event.date method test time result sample comment(B)(6) 2015 I-stat 16:01 0.00 a n/a (B)(6) 2015 I-stat 16:52 0.21 b n/a(B)(6) 2015 I-stat 17:57 0.00 c n/a(B)(6) 2015 I-stat 19:50 0.00 d patient admitted(B)(6) 2015 rxl siemens 16:30 <0.017 unk n/a(B)(6) 2015 rxl siemens 22:05 <0.017 unk n/a